Event description:
It was reported that the patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) pump due to a dimpled pump. The patient visited his physician two weeks prior to this surgery, because the device was not working properly. Tests were performed several times by the physician and nurses during this visit, but the pump remained dimpled after each pump. The pump was replaced at the discretion of the physician. The patient got better after this surgery and is stable.

Event description:
It was reported that the patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) pump due to a dimpled pump. The patient visited his physician two weeks prior to this surgery, because the device was not working properly. Tests were performed several times by the physician and nurses during this visit, but the pump remained dimpled after each pump. The pump was replaced at the discretion of the physician. The patient got better after this surgery and is stable.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes the reported ams 700 momentary squeeze (ms) pump malfunction could be confirmed. The pump component did not pass functional testing. While the tubing could not be analyzed, the poppet rod was identified to be misaligned inside the pump. It was noted the identified pump malfunction was the most probable cause of the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was thoroughly analyzed in our quality assurance laboratory. Visual inspection and leakage testing found no evidence of leaks. The tubing was observed to be cut down to the pump block. The tubing was not returned for analysis. The poppet rod was identified to be misaligned inside the pump. The pump was functionally tested and did not pass the priming test. The pump was unable to be further functionally tested and product analysis concluded a pump malfunction. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Investigation conclusion: based on the results of this investigation, an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.